Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "vmo reported that catheter was patent for a period of time post-insertion before 'leakage' of blood around the insertion site occurred. Midline was replaced however the 'same issue' occurred. The inserter remarked of evidence of 'cracking' in the catheter body affecting both lumens. Patient consequence, interruption of antibiotic therapy, interruption of blood transfusion, localized tissuing. The patient was reported as fine post the incident." Associated complaints: 3006425876-2024-01011, 3006425876-2024-01013 and 3006425876-2024-01012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "vmo reported that catheter was patent for a period of time post-insertion before 'leakage' of blood around the insertion site occurred. Midline was replaced however the 'same issue' occurred. The inserter remarked of evidence of 'cracking' in the catheter body affecting both lumens. Patient consequence, interruption of antibiotic therapy, interruption of blood transfusion, localized tissuing. The patient was reported as fine post the incident." Associated complaints: 3006425876-2024-01011, and 3006425876-2024-01012.